Manufacturer narrative:
A follow up report will be submitted once the investigation is complete.

Event description:
The customer reported that a patient suffered a cardiac arrest and survived but they do not think the alarms annunciated at the central station. Information provided by the philips field service engineer on 07/28/2016 indicated that the patient expired on (B)(6) 2016 after being extubated.

Manufacturer narrative:
The cause of the reported issue could not be confirmed. While logs showed evidence of one ***desat alarm occurring around the time of the reported event, no other alarms were noted during this code event and the time of the desat is later than the time described by the customer. Logs show silencing of alarms did occur at 18:13 and 18:21 but these actions were likely associated with inop or yellow level alarms based on the timing when compared with the one desat alarm noted at 18:21. It is not known if ECG monitoring was in use as there are no ECG related alarms noted. The response center clinical engineer verified the issue with the customer over the phone. The customer care solution center representative dispatched a field service engineer on site to troubleshoot the cause of the issue, and obtain logs from the central station. The field service engineer did not test the equipment in use at the time since the biomedical engineer stated that testing confirmed it worked as designed/intended. There were several instances from 15:50:35 until 22:49:02 in which ***desat alarms were generated at the central station. Since we do not have the bedside logs, no conclusion can be drawn regarding if a user silenced them at the bedside device. Attempted to get additional patient information and strips from the clinical manager without success. The customer reported that a patient suffered a cardiac arrest and survived but they do not think the alarms annunciated at the central station. The customer waited 5 days before reporting the incident to philips. Information provided by the philips field service engineer on (B)(6) 2016 indicated that the patient expired on (B)(6) 2016 after being extubated. The information available for this report/service event is not sufficient to determine a specific cause. A lack of subsequent report of this same issue supports that the problems was resolved. The information provided by the philips personnel/customer is considered as all that is warranted for this issue. The product remains at the customer site. No further investigation or action is warranted.